Event description:
Following an ablation procedure performed on (B)(6) 2024, a pericardial effusion was noted requiring a pericardiocentesis. During the ablation, there was an increase in blood pressure and the anesthesiologist was able to bring the blood pressure back down to stable levels. The rise in blood pressure was suspected to be due to the combination of isoproterenol infusion and pericardial pain during ablation. On (B)(6) 2024, the patient returned to the emergency room mildly hypoxic. A CT scan confirmed a pericardial effusion and a pericardiocentesis was performed and colchicine was prescribed. The patient was stabilized and discharged

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k (g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Additional information: g3, h6.